Event description:
It was reported to baxter (B)(4) that a colleague infusion pump's back light was not working; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 'back light not working' was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective inverter printed circuit board. The backlight inverter was replaced in order to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.